Event description:
Three (3) packages of 3312-040, lot# 9424331 depuy cement delivered to field as implants were ready to be placed. Cement mixing cartridge broke while "mixing>discarded." Two more packages of cement with same ID delivered and mixed w/new mixer. Surgeon able to inject part of that cartridge which froze up before full instillation. Cement immediately hardened. Surgeon unable to install femoral component. Surgeon attempted to drill out cement with minimal success. Patient closed with plan to return the next day for hip hemiarthroplasty revision.